Manufacturer narrative:
Marked other for seizures reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that the patient had trigeminal neuralgia of the left side of their face, right arm pain and they were having seizures; it was unknown if the symptoms were related to the device or therapy. No device issues were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated. If information is provided in the future, a supplemental report will be issued.